Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a previously implanted contour ureteral stent was removed from a patient during a holmium laser lithotripsy procedure performed on (B)(6) 2019. No issues were reported with the device during stent placement. The exact implant date was not reported. According to the complainant, approximately one month following placement of the contour ureteral stent, the contour ureteral stent was found with lots of stone formation making decannulation difficult. The stent was removed successfully during the lithotripsy procedure under anesthesia. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.